Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that when patient is charging her ins the controller screen will go black/shuts off, unresponsive, and won't turn back on right away. Patient stated that she will let the controller sit for a while and then eventually the controller will come back on. Patient confirmed the controller is sufficiently charged when this occurred. Patient stated this issue started maybe 2-3 weeks ago. Patient also reported that the recharger will stop charging the implant, and patient would have to stop and start charging process to finish the charge. A replacement controller and recharger is requested. No patient symptoms were reported. No further complications were reported or anticipated. Information was received from a consumer on 2020-06-02 regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had difficulty/wouldn't connect to the ins with the controller. They are able to recharge and connect with the recharger plugged in, but the recharger was hotter than usual. The recharge information wasn¿t congruent with the patient reporting that the recharge reported full as the tablet showed it was only to 50%. It was a possible false reading when the patient had gotten into passive recharge mode in the past. The patient had been using the old recharger and not the replacement. No symptoms were reported. No further complications were reported or anticipated. Additional information received on 2020-06-18 stated that the patient still had issues losing coupling. The ins was 50-60% charged. The rep noticed no pocket issues and stated the ins would rapidly fluctuate between charging qualities. The rep reported that tablet recharge statistics showed an average of 36 minute sessions with excellent quality ending at 80%. The patient charged to 100% 5/10 times. It was reviewed that the patient should not adjust the antenna unless the controller suggested repositioning. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.